Event description:
A surgeon reported a patient experienced a posterior capsule tear during an intraocular lens (iol) implant procedure. The posterior capsule tear was observed at the time of injection. The procedure was completed with another model iol. The surgeon indicated the use of an incorrect cartridge and handpiece combination during the implant procedure. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. The customer indicated the use of an approved cartridge but product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The handpiece indicated is not approved for the reported cartridge. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).